Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer's blood glucose level was 61 mg/dl at time of incident. Customer states have received the pump error twice. Customer was assisted with trouble shooting. When performing displacement pump error occurred. Customer was advised to discontinue use of the insulin pump and to revert to the back-up- plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the displacement test. No pump error alarm noted during testing however was noted in the formatted history file due to a broken trace at keypad assembly. Insulin pump was received with scratched case, pillowing keypad overlay, cracked retainer, and minor scratched lcd window.